Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a conscious male patient, the device self-charged energy inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.